Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion; insert urinary catheters using aseptic technique and sterile equipment; use the smallest foley catheter possible, consistent with good drainage; document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided; maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions; maintain unobstructed urine flow and keep the catheter and collection tube free from kinking; keep the collection bag below the level of the bladder or hips at all times; empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Foley catheter removal: to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve; allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently; use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation; if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol; should balloon rupture occur, care should be taken to assure that all balloon fragments from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon would not deflate. It was alleged that the deflation port was cut and catheter balloon still would not deflate. A urologist was called to deflate the balloon in order to remove the catheter. It was later reported that the catheter balloon only contained (5ml) of water after initial deflation attempt. Complainant alleged that the catheter was pulled with a little force and once the balloon was in the urethra, the external part of the catheter was cut off. Once the piece of the catheter that was hanging outside of the patient was cut off it allowed for the catheter balloon to deflate and catheter to be completely removed. Another catheter was inserted without incident. No patient injury was reported.